Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was trying to change locations of where implant was stimulation and could not seem to get to change and needed help. She did not feel stim at all and her spasms had returned. She was trying to make adjustments but was having trouble. Patient stated she was not feeling stimulation while therapy was not on. Patient was instructed to turn therapy on and she felt stimulation. Patient reported she felt stim in the correct area. It was indicated that she had been playing with the patient programmer (pp) and did not know how to do it but now she does. The event occurred a day prior to this call. Ten days later, patient further reported that when she did the trial they found the perfect spot where therapy was working great. Since having the implant she has been getting relief now and then and it has been tough in the last two days and she has to go every 5 minutes. The health care provider (hcp) office told her to stay on a program 3-4 days, she has been going back and forth on the different programs and it was not helping. Patient stated some programs was uncomfortable and pain when she increased stim. During the call, patient had therapy on and she was on program 1 at 1.3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.